Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt she was getting headaches immediately following implant, which she didn't normally have. The patient was on 1.7 v and her head was hurting so she turned it down to 1.5 v and that helped with the headaches. Then the patient stated that her right neck started hurting so she brought it down to 1.0 v and that helped with the right side neck pain. After turning it down to 1.0 v, the patient stated that it put fluid on her body and she felt swollen all over her body (hands, feet, stomach). The patient mentioned that she went up a dress size from 14 to a larger size because of the swelling and wanted to know what was the best setting to put her stimulation on. On 2018-01-30, additional information received from the patient who said their implantable neurostimulator (ins) has never worked for them. They said their primary healthcare provider (hcp) told them to have the hcp that put the ins in take it out as they have moved. Patient said their urine is yellow as can be and stinks. They hope they don't come down with an infection. The patient further said they've had problems since implant. They said when they came out of the hospital, their daughter put stimulation on 1.7 v and it was so high that their head was hurting for a good 3-4 days so it was decreased to 1.5 v. Afterwards, they said they didn't have any pain on the right side of their neck. They further decreased to 1.3 v and the right side pain went away, but their body filled with fluid and it was just miserable. The patient is currently working with their hcp; they are discussing a surgeon or neurosurgeon and the patient is talking with insurance. A listing was offered and sent. On 2018-02-27, additional information was received from the patient. It was reported that the patient made a terrible mistake for letting the ins (implantable neurostimulator) put in and it never worked. It was reported that the patient had headache, fluid came over the patient's body, right neck pain, and the worst urine odor discoloration from (B)(6) 2017 to (B)(6) 2018. In addition, the issue has been resolved and the device was removed in which the patient noted as the best decision made. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they gained 15 pounds in 6 weeks. They still had urine odor discoloration, in the morning when they woke up, it had an odor. The cause of the headache, their healthcare provider sent them home with 1.7, when they went home they set it back to 1.5, then their right neck started hurting. They complained for days, then set it back to 1.3 and that was when fluid came all over their body. They wore a dress size 14 and had to wear size 16. They reported they would return the device to manufacturer for analysis. They had surgery on (B)(6) 2018 to remove the device. They were wondering how long the odor discoloration would last. They had been drinking plenty of water and lost weight, 10 pounds.